Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases and one extended opening. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp edge opening in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Additionally healthcare professional reported and confirmed capsular contracture, baker grade ii. Device has been explanted.